Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and failed due to a grinding noise traced to motor pump a. There were no fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. The mushroom head check failed. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s hospital evaluation for a non-serious pneumoperitoneum. Per the pdrn, the definitive cause of this individual event remains unknown. Based on the information available, the patient¿s liberty select cycler and/or liberty cycler set cannot be disassociated from the event(s)and neither device/product can be ruled out as having a possible causal or contributory role in the event.

Event description:
It was reported a patient was evaluated in the emergency room for a non-serious pneumoperitoneum. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) did not have any information regarding the specifics of the event and stated they were not present during the event, and therefore cannot state if the liberty select cycler and/or liberty cycler set were involved or not.